Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found, the distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. Electrical resistance and cross continuity test results were within specifications. Concomitant product: 4568, implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had dislodged and was positioned in the atrium. Due to location, lead exhibited no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.